Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. The meter serial number provided is not a valid serial number therefore the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified high readings from his adc blood glucose meter and noted a comparison with a laboratory also produced a higher reading from the meter. It was further reported that on an unspecified date he received an unspecified ¿high¿ reading, self-administered an unspecified amount of insulin, became hypoglycemic and then lost consciousness. Customer was taken to a hospital where a comparison between the meter and a laboratory result (no actual readings provided) was performed. Customer¿s hcp noted the meter ¿shows 30-50 mg/dl higher¿ than the lab result. It is unknown what specific treatment was rendered at the hospital. There was no report of death or permanent injury associated with this event.